Manufacturer narrative:
The reported event was inconclusive based on the malaysian investigation. An eggshell white latex foley was returned without its inflation funnel. Using a needle syringe, water was pushed into the inflation lumen of the shaft and out of the inflation eye easily with no obstruction. However as the rest of the sample was not returned, based on the reported event it appears that the alleged defect was discovered before the product would have been used for treatment. A potential root cause could be due to secondary foreign material in the inflation funnel. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." These instruction would help to prevent a use-related cause of the reported issue.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the bardex ic foley catheter would not deflate during pretesting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the bardex ic foley catheter would not deflate during pretesting.